Manufacturer narrative:
The accutron digital ultra flowmeter was returned for evaluation. During evaluation the unit was fully tested and no issues were noted with the function or operation of the device. The reported event could not be duplicated. The customer received a replacement digital ultra flowmeter; no additional issues have been reported.

Event description:
The user facility reported that patients felt temporarily disoriented during procedures involving the accutron digital ultra flowmeter. The reported event was confirmed to occur on four separate dates.

Manufacturer narrative:
Accutron has contacted the user facility requesting the device subject of the reported event to be returned for evaluation. The investigation in the reported event is in process; a follow-up MDR will be submitted when additional information becomes available.